Manufacturer narrative:
The product will not be returned for evaluation. Unable to determine a product malfunction that would have contributed or caused the patient's dka. The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." The user guide advises customers to consult with a doctor not only for routine checks to manage diabetes effectively, but also to determine initial pod settings and any changes in treatment thereafter. Unable to review the lot qualifications because a lot number was not provided.

Event description:
A certified diabetes educator (cde) reported that a customer was hospitalized due to dka. Patient deactivated a pod on (B)(6) 2011 at 11:36 am, and did not reactivate a new one until (B)(6) 2011 at 5:10 pm, at which point, her blood glucose was greater than 300mg/dl. She was taking intermittent correction shots but was unable to get her bg under control. On (B)(6) 2011, she went off the pump and was then hospitalized on (B)(6) 2011. It was reported that she had not seen an endocrinologist in a year, and the cde encouraged her to see a doctor regularly.